Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and blood glucose (bg) level of 326 - 478 mg/dl resulting in a hospitalization. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly that the pump's alarm sound was not annunciating. The customer reverted to an alternate method of insulin therapy.